Event description:
Technician alleged that the reverse trendelenburg function was not functioning. No pt impact.

Manufacturer narrative:
The technician replaced the logic board but the issue remained. The technician leveled the electronics pan to resolve the issue.